Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A0907 was coded for registration failing. A0908 was coded for the registration accuracy being off. A23 was coded for the issues with registration. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having a lot of issues registering the patient. They used the coronal scan instead of the axial. The doctor kept failing registration. Where the doctor traced would not be where the points would show up. The site was using three point trace and added touch points. The accuracy was off when they did pass. The patient tracer got ripped off and then they continued without navigation. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6) software data was received for analysis. In summary, there was insufficient information provided to determine whether a software anomaly contributed to the reported behavior. Previously reported code, d15, is applicable as well as newly reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.